Manufacturer narrative:
Device lot # not provided, therefore manufacture date is unknown. The product has not been received by 3m (B)(6) for evaluation. A product photo reflecting the leakage location was provided. Based on the photos and the problem description, issue appeared to be a heat exchanger perimeter leak. Without the sample and lot number, 3m was unable to determine whether this product was produced before or after corrective action implementation. A scar was issued for hex leaks, rf tooling frame die flatness improvement project. The implementation was completed on (B)(6) 2019. Analysis of returned product sample is pending. 3m will continue to monitor. Multiple attempts have been made to obtain more information on reported incident.

Event description:
A hospital employee in (B)(6) alleged that a 3m¿ ranger ¿ high flow fluid warming set (model 24365) leaked fluid. Fluid type and leakage location were not specified. Device usage details were not provided. No patient or staff injury was alleged.